Manufacturer narrative:
Based on additional information received following submission of the initial report, this complaint does not meet criteria for the serious adverse event, thus the review of the facts available at this time, the report has been downgraded to non-serious and non-reportable and will no longer require updates in the future. The manufacturer internal reference number is: (B)(4).

Event description:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury.  The reported corneal ulcer was confirmed to have happened in the past and was not associated with an alcon product.

Event description:
Initially reported by consumer via website stating that the contact lenses were ripped in eyes, blister and during handling. The consumer also experienced pain and irritation. The consumer went to physician to remove the pieces of contact lens that was stuck behind the eyelid. The physician diagnosed the patient with left eye corneal ulcer with degenerative myopia bilateral and lattice degeneration of retina bilateral. Current patient condition was unknown.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).